Event description:
Began to administer haldol using the proper equipment and the pressure from the thickness of the med shot off the needle from the safety part of the needle setup and disconnected from the syringe. The major concern is that these are safety syringes but they are not lure locked. The needle just sits inside the safety device and is not screwed in.